Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/22/2025 the user reported hypoglycemia with multiple low blood glucose (bg) episodes after starting the ilet bionic pancreas system. Unable to reach their healthcare provider, the user contacted support to shut down the device and resumed prior injection therapy. No hospitalization or long-term effects were reported.